Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a cold polypectomy procedure performed on (B)(6) 2022. During the procedure, the device was supposed to be used for cold polypectomy however there was an issue that the sharpness was poor and unable to cut the polyps. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a cold polypectomy procedure performed on (B)(6), 2022. During the procedure, the device was supposed to be used for cold polypectomy however there was an issue that the sharpness was poor and unable to cut the polyps. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code (B)(6) captures the reportable event of polyp resecting issues. Block h10: investigation results a 10mm captivator ii round stiff snare was received for analysis. Visual inspection of the returned device revealed no problems. Functional inspection was performed and when the device was connected to the 10-inch loop fixture, the loop could extend and retract well. No other problems were noted. The reported complaint of loop failure to cut could not be confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. Device analysis found no problems with the device during visual and functional test. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.